Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 22-aug-2015. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,"), post procedural haemorrhage ("bleeding for 17 days after essure insertion"), hernia ("hernia") and coital bleeding ("bleeding after intercourse") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included nickel sensitivity. In 2010, the patient had essure inserted. In 2010, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), menorrhagia ("heavy erratic menstrual cycles"), metrorrhagia ("spotting between periods"), migraine ("severe migraines"), arthritis ("symptoms of arthritis") with pain, arthralgia, pain in extremity and burning sensation, mood swings ("mood swings,"), insomnia ("insomnia,"), weight increased ("weight gain") and lipoma ("lipoma/ hard knot "). The patient was treated with surgery (hysterectomy) and surgery (hernia repair). At the time of the report, the pelvic pain, post procedural haemorrhage, hernia, coital bleeding, menorrhagia, metrorrhagia, migraine, arthritis, mood swings, insomnia, weight increased and lipoma outcome was unknown. The reporter considered arthritis, coital bleeding, hernia, insomnia, lipoma, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, post procedural haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hernia and lipoma. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: case is now potential legal case, lawyer was added. Events were added per social media: hernia and lipoma. Hysterectomy (reported as hysto) was added for event pelvic pain. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 22-aug-2015. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), post procedural haemorrhage ("bleeding for 17 days after essure insertion"), hernia ("hernia"), genital haemorrhage ("bleeding") and coital bleeding ("bleeding after intercourse") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, polycystic ovarian syndrome, weight loss, fatigue, eyeglasses therapy, swelling of feet, constipation, breast pain, muscle pain, headache, insomnia, dry skin, seasonal allergy, axillary abscess, noninfective vulvitis and uterine bleeding. Previously administered products included for an unreported indication: birth control pills. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included nickel sensitivity, menometrorrhagia, low back pain, abdominal pain lower and menstrual cramps. In 2010, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), menorrhagia ("heavy erratic menstrual cycles"), metrorrhagia ("spotting between periods"), migraine ("severe migraines"), arthritis ("symptoms of arthritis") with pain, arthralgia, pain in extremity and burning sensation, mood swings ("mood swings,"), insomnia ("insomnia,") and allergy to metals ("nickel sensitivity") and was found to have weight increased ("weight gain") and lipoma ("lipoma/ hard knot"). The patient was treated with surgery (hysterectomy, right salpingectomy, hernia repair on (B)(6)2015 and lipoma removal on (B)(6)2015.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, post procedural haemorrhage, hernia, genital haemorrhage, coital bleeding, menorrhagia, metrorrhagia, migraine, arthritis, mood swings, insomnia, weight increased, lipoma and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthritis, coital bleeding, genital haemorrhage, hernia, insomnia, lipoma, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, post procedural haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date as (B)(6)2015. Concerning the injuries reported in this case, the following ones were reported via social media: hernia and lipoma. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: weight gain, menorrhagia, hernia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received: events: allergy to metal, genital bleeding were added. Reporters were added. Reporter causality comment added. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.